Event description:
It was reported that when connecting a smiths medical cassette to the pump, the pump continued to go into alarm and could not initiate drug delivery. The problem was solved when a new cassette was attached. No adverse patient effects were reported.